Manufacturer narrative:
Evaluation, results: incorrect technique/procedure (physician used the quick release to deploy the stent graft instead of rotating the handle). Conclusion: user error contributed to event (physician used the quick release to deploy the stent graft instead of rotating the handle).

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (deployment difficulty, inaccurate delivery); (cause of event is unknown). Evaluation, conclusion: (cause of event is unknown).

Event description:
A valiant thoracic stent graft system was inserted in a patient for the endovascular treatment of a type b thoracic dissection. Aneurysm and vessel morphology were not reported. The patient aorta was tortuous but, the physician believes it did not impact the deployment of the delivery catheter. It was reported that after reaching the target landing zone, the physician attempted to deploy the stent graft using the quick release trigger, however resistance was encountered and the stent graft was not deploying. The physician tried several times to deploy the stent graft with the quick release trigger but was unable to deploy. The physician then used increased force on the blue external slider and was able to deploy the stent graft; however, the proximal edge of the stent graft was placed inaccurately, covering half of the left common carotid artery. After the stent graft was deployed the physician tried to use t he quick release trigger on the back table and still was encountering issues. The blue external handle worked properly when rotated. The patient status post-procedure had hypotension and left arm myasthenia. No clinical sequelae were reported. The device was returned and the evaluation has been completed. The delivery catheter was returned and the stent graft remains in the patient. There were two kinks on the graft cover at 65mm and 142mm from edge of graft cover. The external slider handle was retracted 2mm. The external slider handle rotated without issue, and when the quick release trigger was engaged, there was resistance felt about 1cm from the front grip handle. The graft cover was cut off distal to the strain relief to isolate the movement of the external slider and the slider moved without issue. The external slider was disassembled and no abnormalities were noted. The root cause could not be conclusively determined as there were no apparent issues with the movement of the external slider.